Event description:
Caller reported aviva system blood glucose result of 98 mg/dl at 2220; she was feeling shaky, so she checked it again at 2242 and got a 242 mg/dl. She retested at 2251 and got a result of 101 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.